Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2008047, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2008047 were used for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on the available information, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
50ml syringe started leaking when we drew 50ml saline for pca preparation. The leak was noticeable from where the rubber plunger met the outside of the plastic wall. This is the second time this has happened. On the 1st occasion, 2 batches were mixed together. The fault appears to be with the batch number indicated above. Confirmation of a product fault/failing.

Event description:
50ml syringe started leaking when we drew 50ml saline for pca preparation. The leak was noticeable from where the rubber plunger met the outside of the plastic wall.this is the second time this has happened. On the 1st occasion, 2 batches were mixed together. The fault appears to be with the batch number indicated above. Confirmation of a product fault/failing.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.